Manufacturer narrative:
One 4 lesion nt2000¿ pain management rf generator was received for evaluation. Visual inspection of the returned device the connectors, display, and labels were free of physical damage. The generator was powered on and the generator successfully booted to the menu application. The field reported event was confirmed as the reported warning was observed. Internal inspection identified stimulate board to be non-functional. The stimulate board was temporarily replaced with a known-good unit and functionality was restored. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures. Based on the information provided to abbott and the investigation performed, the root cause was isolated to the stimulate board.

Manufacturer narrative:
The results, method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During the procedure, a "high temp warning" displayed indicating that port 4 was over 98 degrees. The generator froze and would not accept any probes. Two different sets of probes were used but the issue remained. A grounding pad test was performed using all 4 probes and port one had the same overheating issue with the generator again freezing. The patient was already prepared for the procedure when the case was cancelled. There were no adverse patient consequences.